Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, that the entire drawer not detected. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was not detected. The field service engineer found the half-height drawer 1.2 was off the bus, causing it to be inaccessible. The field service engineer powered off the station and reseated the row board cable to the drawer controller and also replaced the damaged retractor band. The system functioned as intended after the field service engineer repaired the device.